Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 304 mg/dl. The customer was transferred to the help-line for troubleshooting. The tubing had been caught in the zipper of her jeans. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).